Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to low blood glucose. The blood glucose reading was 34 mg/dl. The customer thought she may have had a bad infusion set. She was driving at the time of the low blood glucose, hit 3 other cars and then flipped over. She was treated with dextrose in the ambulance. She was wearing the insulin pump at the time of the event. The insulin pump was not returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.